Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient inquired on the estimated battery life of their ins. The patient stated that they were implanted in (B)(6) 2013 and found that their battery had rapidly depleted to 0-4 months. The patient also questioned if the ins was now safe for an MRI. No further complications were reported/anticipated.